Event description:
The distal tip of the associated disposable driver broke off and stayed lodged in the back end of the implant. The reporter spoke to (B)(6) (o.r. Manager), who stated that the surgeon opted to leave the miniscule distal tip of the driver (which was lodged inside the back end of the implant), because the implant was securely in place; as well as, the potential for causing more harm to the patient while attempting to retrieve the tiny piece of metal. Miss bosch also stated that the surgeon did not mention any difficulties during implantation of the product.

Manufacturer narrative:
Visual evaluation/inspection of the used driver found the driver head had broken off. Further analysis of the returned device is in process. A follow-up report will be filed when all testing has been completed.

Manufacturer narrative:
Visual evaluation/examination of the used driver found the driver head had broken off (broken portion not returned). The driver was the only item returned. A review of the device history record shows that this unit was manufactured in a lot of 60 units, and there are no other complaints for this item and lot number combination. A two-year review of complaint history was performed for this product and symptom code (part broken off-patient impact), discovering no other complaints alleging a patient impact. Also, this failure mode is addressed in the risk document for this and similar products. The most likely root cause of the failure is misuse; specifically, off-axis insertion after reaching the double threaded potion of the anchor. Appropriate mitigations are currently in place. A previous investigation regarding this type of failure, resulted in design enhancements to reduce the likelihood of driver breakage during insertion. However, this lot of product was manufactured before implementation. To date, there have been no reports of driver breakage associated with any units manufactured after the implementation of design enhancements. The instructions for use (IFU) specifically warns: avoid lateral loading while inserting the suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Proper orientation and alignment of instruments is important during implantation to minimize possible breakage. Breakage of the crossft suture anchor is possible if: the bone punch or tap is not inserted to the proper depth. The crossft suture anchor is not properly aligned with the pilot hole. The crossft suture anchor is loose or not securely attached on the driver. The crossft suture anchor inserter is used for prying. The crossft suture anchor is advanced too deep. A small amount of forward pressure is not applied while rotating the handle.